Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient's infusion set's tubing detached from the connector. The infusion set had been used for 12 to 24 hours. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.